Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hardened left breast and pain; baker 4 contracture.

Event description:
Healthcare professional reported left side "hardened left breast and pain," "baker 4 contracture," and "baker pain 4." Device remains implanted.

Event description:
The device has been explanted.